Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please verify, did the needle break or the suture break during this procedure? It should be the needle break. Any adverse patient consequences and what medical/surgical intervention was provided to manage them? No patient consequences for now.

Event description:
It was reported that the patient underwent a surgery of excision of hysteromyoma under single-port pneumoperitoneum-free laparoscopy on (B)(6) 2019 and the suture was used. It was reported that the needle broke during suturing and was not left in the patient's body. Another like device was used to complete the procedure.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device pa2343, and no non-conformances were identified.